Event description:
The patient reported they were in a lawsuit regarding their mesh sling. The patient also reported the mesh did not work for them and they were urinating on themselves. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).